Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), a 29 mm sapien 3 valve was implanted within a pre-existing valve in the mitral position via transvenous approach. A non-edwards valve, mdt valve, was then implanted in the aortic position. The ¿mdt valve was implanted low and compressed the sapien 3 valve¿, resulting in mitral regurgitation. The sapien 3 valve was post-dilated with a new delivery system.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. It was confirmed that the failed pre-existing valve in the mitral position was a non-edwards valve. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. Per the IFU, patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, device malposition, inaccurate measurement of the failed bioprosthesis, bulky or severe calcification, and lack of appropriate sealing of the valve to the target site. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the ¿mdt valve was implanted low and compressed the sapien 3 valve¿, resulting in mitral regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.